Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Date of event is unkown. Customer stated that a patient experienced a dvt and a pe. Additional information was received on (B)(6), 2015, and the patient is doing well and is on xarelto.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.

Manufacturer narrative:
Additional information was received on june 7, 2015. The physician recently stated that the patient was on nuvaring birth control therapy when the pulmonary embolism occurred. He believes that it has played a causative factor.